Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the skin got stuck in the 1.5:1 blade. Add'l clinical info determined that while there is no clarification as to the status of the initial graft harvest an add'l unplanned surgery was performed to complete the surgery with a delay to the surgery of approx 1-15 minutes while the pt was under anesthesia. An alternate device was retrieved and used to complete the surgery.